Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat the presence of kidney stones in a (B)(6) old patient. A non-abbott ureter stent delivery catheter was advanced on a bmw universal ii guide wire to the kidney through the ureteral orifice; however, the distal 3 cm of the guide wire tip separated in the kidney. The ureter stent was unable to be delivered to the ureter so the kidney stone ablation was not performed. The tip of the guide wire remained in the left kidney and was unable to be removed. Iliac ureterotomy was performed to remove the separated tip. The patient remained in good condition after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the bmw universal ii instruction for use states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.